Manufacturer narrative:
Additional information b5 - the lens was exchanged with a longer length lens on (B)(6) 2023 due to low vault without rotation. Reportedly "patient is happy". Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6 -7.5/1.0/101 (sphere/cyinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2023. Low vault was observed, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.